Event description:
It was reported that a patient had a deep tissue injury in the area of the perineum/anal verge that appeared to be related to the use of the instaflo bowel catheter. No other information was available.

Manufacturer narrative:
After multiple attempts, no further information was able to be obtained from the hospital regarding the incident. Should additional information become available, it will be reviewed and a follow-up report will be submitted if required. This report or information submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.